Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The report of the device not powering up was verified to depleted batteries. Batteries provided for evaluation measured at just under 2.9v. Coulomb counter was at 18%. There are no battery changes in the device history since these batteries were installed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.